Event description:
It was reported that the customer's insulin pump was alarming, squirting the insulin out during manual prime, was unable to exit the preparing to prime loop and the drive support cap is sticking out. Nothing further was reported.

Manufacturer narrative:
Insulin pump alarmed during the prime test due to a protruded/loose drive support disk. A broken belt clip slot, cracked reservoir lip and scratched display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.